Event description:
It was reported that a high drain alarm occurred after use on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log. The initial drain volume (dv) equaled 132ml, the last fill volume (lfv) equaled 13ml, the total fill volume (fv) equaled 23994ml, the total dv equaled 28607ml, the total ultrafiltration (uf) equaled 4612ml, the cycle 10 uf equaled 478ml, the cycle 9 uf equaled 119ml, the cycle 8 uf equaled 571ml, the cycle 7 uf equaled 788ml, the cycle six uf equaled 423ml, the cycle 5 uf equaled 66ml, the cycle 4 uf equaled -31ml, the cycle 3 uf equaled 457ml, the cycle 2 uf equaled -164ml, the cycle 1 uf equaled 2605ml, and there were by passes. The hp stated they performed a 3000ml manual fill prior to starting therapy on the hc. The initial drain alarm was set to 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and a device analysis has been completed. An event history log review verified the presence of the reported high drain alarm, but it did not occur on the reported date. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. All pressure readings of the pneumatic system were within specification limits and stable. A simulated therapy was completed with no issues noted. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. A high drain alarm was observed in the event history log review, however no nonconforming product was identified during sample analysis which would have caused or contributed to the alarm. Should additional relevant information become available, a supplemental report will be submitted.